Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that the filter tubing started to leak around edges of filter during infusion.

Manufacturer narrative:
The customer reported the filter was leaking around the edges, and returned photos of material 20027e, lot 25095780. Upon initial visual examination, the photos of the set had no defects or abnormalities. There is no physical sample for investigation. The customer report of damage and leakage from the filter was unable to be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.